Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio device was used during a ssvf (sacrospinous vault fixation) procedure performed for the treatment of prolapse. One of the urogynecologists reported that they had a couple of patient safety concerns regarding the capio device. As they do a lot of ssvf procedures using the capio device, they have noticed that in the last few months, there have been a few cases flagged where the dart detached from the suture. Reportedly, the dart is very small making it challenging to retrieve from the pararectal space if dislodged, particularly if no suture is attached to the dart. No further information has been obtained despite good faith efforts.